Event description:
A consumer reported that after intraocular lens (iol) implant procedure, the patient experienced trouble reading road signs, had glare, halos, and a spider-web appearance in her vision several days following the implantation of each eye. Additionally claims that she can see the edge of her lens when she looks left (not sure which eye) and the vision is 20/20, and the implanting surgeon and their other associates have not found anything clinical. There are two medical reports associated with this patient. This file belongs to right eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d4. Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. The instructions for use (IFU) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images, these may include some perception of halos, radial lines around point sources of light (starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal intraocular lens (iol), there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.